Manufacturer narrative:
Medical safety/clinical reviewed the event and confirmed that redaction of the report should be applied. Redaction rationale: additional information was received was previously reported and noted the clinical field consultant talked to the head of cardiology and the intensive care unit physicians. There was a misunderstanding in that the patient was not in septic shock, and there is no connection between impella therapy and the patient's death, which is why the hospital threw away the pump (which is not available for return). The additional information further noted the patient expired because cardiogenic shock/cardiopulmonary resuscitation caused multi-organ failure. Upon further review, no allegation or reportable device-related event was identified. This follow-up report is being submitted to redact the previously reported event. No further updates will follow.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The physician reported that the patient was in a septic condition and receiving high-dose inotropes. Despite this, there was a plan to explant the pump; however, best practice recommendations were shared to first wean the inotropes. Subsequently, it was reported that the patient expired.

Manufacturer narrative:
The investigation was completed and no product was returned. Investigation summary: ppae (sepsis): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Manufacturer narrative:
Additional information was received and noted the clinical field consultant talked to the head of cardiology and the intensive care unit physicians. There was a misunderstanding in that the patient was not in septic shock, and there is no connection between impella therapy and the patient's death, which is why the hospital threw away the pump (which is not available for return). The additional information further noted the patient expired because cardiogenic shock/cardiopulmonary resuscitation caused multi-organ failure. Correction summary: the above noted additional information received prior to the initial report submission was erroneously omitted. Therefore, this follow-up correction report with said addition information is being submitted accordingly. Additionally, corrections were made to fields a4. Weight added and b7. Medical history added. Fields b5. Ethnicity and b6. Race are unknown. Note: h6. Health effect and investigation coding remain unchanged. Should any new information be received, a supplemental MDR will be filed.